Manufacturer narrative:
(B)(4) - infection. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a ventral incisional hernia repair on (B)(6) 2010 and mesh was used. On (B)(6) 2010, a small area of erythema at the superior aspect of the incision responded completely to bactrim. On (B)(6) 2010, a small amount of non-purulent drainage was noted and opened in the office. It looked like blood tinged seroma. The pt was admitted on (B)(6) 2010 for pain and abdominal wall erythema, then had a reoperation on (B)(6) 2010. The mesh was so densely adherent to the bowel that 40 cm of the small bowel was resected and reconstructed with a side-side stapled anastomosis. The mesh was well incorporated, but because of the extent of erythema, contamination of the mesh could not be ruled out and was therefore removed. The abdomen was closed using strattice and a wound vac was placed. The wound is progressing well.